Event description:
Patient was checked in emergency department (B)(6) 2024 after reported vt storm and multiple shocks delivered by the device. Today, (B)(6), during interrogation device reported eos. Recommendation to change device asap given. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Device was explanted on (B)(6) 2024. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 56 months and 94 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 119 episodes of regular vf detection within eight hours on (B)(6) 2024 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 78 charging cycles were performed by the device within 80 minutes on (B)(6) 2024. As a result of that fast-successive charging the eos battery status had occurred. In conclusion, the analysis of the memory content revealed a high number of regular vf episodes on (B)(6) 2024. Within 80 minutes 78 charging cycles were performed by the device. The activation of the eos status resulted from that fast-successive charging. However, there was no indication of a device malfunction.